Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the device displayed rpm-diff error during maintenance. Therefore no patient involved. (B)(4).

Manufacturer narrative:
The defective pump was sent to (B)(6) for repair. The technician investigated the device and stated that the motor was defective. Thus the failure could be confirmed. A defective motor was investigated by the life cycle engineering in complaint (B)(4). According to this report ((B)(4)) the most probable root cause for he rpm diff error is a defective optical speedometer or a defective motor tacho. According to service order (B)(4), the technician replaced the motor and the belts. Furthermore the front foil and pump cover was replaced. Complete pm with calibration and functional testing as per service manual was performed. All tests passed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).